Manufacturer narrative:
Coding updated per new known event guidance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that about a week ago they drank a lot of water one day, and they think they already had a lot of water in them at the time. That night the therapy didn't work and they peed all over the place. The patient mentioned that the therapy had been working well prior to that, noting that the therapy was either waking them up or telling them when they had to relieve themselves. The patient mentioned that the loss of bladder control happened a couple of nights last week so they had been trying not to drink as much water and only drink water when they're thirsty, and maybe have a glass of wine with dinner. The patient asked if it was normal for the therapy not to work when they drink a lot of water. The agent reviewed how the therapy worked and reviewed that the patient could consider making an adjustment to their therapy settings, but the patient said they were getting probably 50% benefit from the the rapy. The agent advised patient to consult with their healthcare provider hcp regarding fluid intake. Additional information was received from the patient representative (rep). Caller said they had gone through all 7 programs and the patient wanted to go back to program 1 because their symptoms had been worse. Caller said they tried to use the communicator and handset ten times and they kept getting a message that therapy was off. Caller was not with the patient at the time of the call. Patient services (ps) recommended caller call back when they are with the patient. Caller said the patient was going to be seeing a different doctor.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.